Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances out of range and high pacing thresholds. The plan was to replace the rv lead, nonetheless, the rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances out of range and high pacing thresholds. The plan was to replace the rv lead, nonetheless, the rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received which indicated that, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.